Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to the device beeping. It was found a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The leads was tested and parameters were found within normal range. It was noted at the time of the lia, the patient had been in for a procedure which required cautery. Review of the stored waveforms indicated the implantable cardioverter defibrillator (ICD)  picked up cautery during the procedure and the patient had noted the device was not turned off during the procedure. No clinical action was taken; the device remains in use. No patient complications have been reported as a result of this event.